Manufacturer narrative:
Event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave intra-aortic balloon pump had a blood back issue. Technician found blood contamination in the pim. It indicates blood in balloon catheter tubing as a contributing factor. There is no patient harm or injury reported.